Event description:
On (B)(6) 2025, the patient underwent a chronic catheter placement procedure using a power hickman central venous catheter. During the procedure, it was alleged that the catheter fractured. The nurse flushed the catheter and observed an apparent leak beneath the dressing. As a result, the patient required surgical intervention to remove the internal catheter. Subsequently, another catheter was inserted in the radiology department. The current status of the patient is unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.